Event description:
It was reported that patients lead had high impedances and patient experienced ineffective therapy, patients lead was fractured, and patients anchor was broken. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and anchor were explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The report of ¿anchor found broken¿ was confirmed. Analysis of the returned anchor found that the distal end silicone overlay was torn off. The root cause of the separation is unknown as the patient denies any falls, trauma or accidents prior to the reported event.